Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable, as this component did not cause serious injury and is not considered likely to cause serious injury.

Manufacturer narrative:
Reference cmp-(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the box of the femoral component was opened and the inner packaging was missing. The surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.